Manufacturer narrative:
The device was received. Investigation is not complete.

Event description:
The customer contact reported that during preventive maintenance testing at the user facility, the device did not alarm when a distal occlusion was present. There were no reports of any adverse pt events while the device was in clinical use. Though requested, no add'l info was provided.